Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer had changed the pump supplies multiple times. The customer's blood glucose (bg) level was in the low 300's mg/dl at its highest and was currently in the 200's. A correction bolus was delivered to address the bg level. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer stated that the pump may have been exposed to a temperature change prior to the occlusion alarm on some occasions, but was uncertain if this was the cause of the alarms. The customer resumed insulin delivery with the pump.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed in the logs. In addition, a different issue was found.